Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient was emergently implanted with a conformable gore® tag® thoracic endoprosthesis (tgu313110j/13759141) to treat a traumatic thoracic aorta. The patient tolerated the procedure. A follow-up study revealed infection of the endoprosthesis. On (B)(6) 2015, the endoprosthesis was explanted to treat the infection. Reportedly, during the initial implant, another procedure was also performed, which may have caused the infection of endoprosthesis.

Manufacturer narrative:
Outcomes attributed to adverse event added outcome of "disability or permanent damage".

Event description:
On (B)(6) 2015, the patient was emergently implanted with a conformable gore tag thoracic endoprosthesis (tgu313110j/13759141) to treat a traumatic thoracic aorta. The patient tolerated the procedure. On an unknown date, the patient developed infection and abscess around the ctag device. Drainage and medications had been given to the patient, but one month later, pseudo-aneurysms were formed around both ends of the ctag device. The open surgery was then performed to explant the existing device. On (B)(6) 2015, the endoprosthesis was explanted to treat the infection. After the surgery, the patient suffered from hoarseness (probably due to vocal cord paralysis). The patient has been hospitalized, receiving drainage and medications. Reportedly, during the initial implant, another procedure was also performed, which may have caused the infection of endoprosthesis. Additionally, the patient had mental illness but did not have any pre-existing conditions that could be attributed to infection.

Manufacturer narrative:
Date the device was returned to manufacturer, modified it to be (B)(6) 2015.

Manufacturer narrative:
Device available for evaluation corrected to yes and added 11/4/2015 as a device return date. Device evaluated by manufacturer corrected to yes. The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Added the results of explant evaluation.